Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 412 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer had excessive thirst from their high blood glucose. The customer declined to complete troubleshooting at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.